Event description:
Endotracheal tube became dislodged and pt desaturated (po2 c50). Rn attempted to remove et tube and tube holder, but found resistance. Attempted to bag pt over tube holder but unable to get satisfactory seal. Attempted to remove tube holder again with need to overcome resistance. When tube holder "lollipop" was removed it was discovered that large portion of earlobe was adhered to sticky surface of "lollipop". Pt was stabiliized but resulted in avulsion of earlobe.